Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s cgm was reading 119 mg/dl. No bg meter comparison value was taken. The patient was experiencing chest pain. The patient did not take any medication or treatment while at home. The patient called emergency medical services (ems). Once ems arrived, it was reported that no bg meter reading was taken but the patient was transported to the emergency rom (ER). At the ER, the patient¿s bg meter reading was 259 mg/dl while the cgm was still reading around 119 mg/dl. An unspecified test was done and it was determined the patient¿s chest pain was not due to her blood pressure. The patient was treated with IV insulin and discharged on (B)(6) 2026. Once the patient was home, she changed her sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.